Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-11715 related manufacturer report number: 2017865-2023-11716 it was reported that a patient presented for a removal implantable cardioverter defibrillator (ICD) and leads due to an infection; endocarditis was noted. The patient condition was stable after the procedure.